Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting off. The customer experienced an elevated blood glucose (bg) reading of ¿high¿; however, a specific bg value was not provided. Cause was not known. A correction bolus was delivered via the pump to address bg. Reportedly the customer reverted to manual injections for insulin therapy.